Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive while the device continued to vibrate, preventing unlocking and pairing with the ilet app despite wi-fi and bluetooth being enabled, and troubleshooting and education were completed without resolving the issue. No reported symptoms. Outcomes included no medical treatment, no hospitalization, and no clinical impact reported. Investigation included technical support assessment and attempted software update and connectivity pairing. Investigation of this case revealed a nonresponsive display interface consistent with a screen malfunction, with no related alerts or alarms observed. It was concluded that the event involved a device hardware malfunction of the touchscreen/display, with user safety not affected.